Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. The navigation system was restarted, after which the system functioned as expected. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided due to japan patient privacy regulations.a medtronic representative attended another case at the site with the surgeon and reported that the incident has not reoccurred. No parts have been received by the manufacturer for analysis.